Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. (B)(4) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. This IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. Further information could not be provided due to the hospital's privacy policy laws.